Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 and d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient reported their total hip replacement begun to squeak loudly after leaning over to tie their shoelaces. Patient was 4 years post op; primary surgery date was (B)(6)2021. Surgeon did a consult with the patient on (B)(6)2025 and ordered an xray of patients hip. Xray showed that the femoral head was eccentric inside the cup and the patient was ordered for an emergency revision procedure on (B)(6)2025. The plan was to exchange the insitu acetabular liner and femoral head and replace with new acetabular liner and femoral head. Cup still insitu and surgeon noted that it was ok intra-op. Revision procedure was completed without any complications. The acetabular liner and femoral head that were removed showed signs of significant wear/friction.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> according to the information provided: "about a week ago patient reported their total hip replacement begun to squeak loudly after leaning over to tie their shoelaces 4 years post op (primary op date was [removed]. [Surgeon] did a consult with the patient on [date] and ordered an xray of patients hip. Xray showed that the femoral head was eccentric inside the cup and the patient was ordered for an emergency revision procedure on [date]. The plan was to exchange the insitu acetabular liner and femoral head and replace with new acetabular liner and femoral head. Revision procedure was completed without any complications. The acetabular liner and femoral head that were removed showed signs of significant wear/friction. Removed components are available for return". The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the delta cer head 12/14 32mm +5 revealed metal transfer on their convex area and light marks on the overall surface, as evidence of the device being implanted for a long period of time. Metal transfer is an indicative of the device coming in contact with the cup as a consequence of a dissociation between the altrx neut 32idx50od (liner) and the unknown hip acetabular cup (cup). It is important to mention that this metal transfer observed does not correspond to a device non-conformance. Furthermore, audible sound can be confirmed, as condition can happen subsequently to the dissociation. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the delta cer head 12/14 32mm +5 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> 1) quantity manufactured: (B)(4). 2) date of manufacture: 27-feb-2021 3) any anomalies or deviations identified in DHR: none 4) expiry date: 31-jan-2026 5) IFU reference: IFU-090200701 a manufacturing record evaluation was performed for the finished device 9712217 lot number, and no non-conformances nor manufacturing irregularities were identified. Device history review ==> a manufacturing record evaluation was performed for the finished device 9712217 lot number, and no non-conformances nor manufacturing irregularities were identified. .

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "about a week ago patient reported their total hip replacement begun to squeak loudly after leaning over to tie their shoelaces 4 years post op (primary op date was [removed]. [Surgeon] did a consult with the patient on [date] and ordered an xray of patients hip. Xray showed that the femoral head was eccentric inside the cup and the patient was ordered for an emergency revision procedure on [date]. The plan was to exchange the insitu acetabular liner and femoral head and replace with new acetabular liner and femoral head. Revision procedure was completed without any complications. The acetabular liner and femoral head that were removed showed signs of significant wear/friction. Removed components are available for return". ¿the product was not returned to j&j medtech orthopaedics; however photos were provided for review. See attachments ((B)(6)). The photo/x-ray investigation revealed the device with metal transfer on their convex area and signs of being implanted for a long period of time. Furthermore, in the x-ray evidence, the head was found not centered at the implantation site, confirming a disassociation between the liner and the cup. Metal transfer is an indicative of the device coming in contact with the cup as a consequence of a dissociation between the altrx neut 32idx50od (liner) and the unknown hip acetabular cup (cup). It is important to mention that the metal transfer is not considered a device non-conformance. Furthermore, audible sound can be confirmed, as well, as condition can happen subsequently to the dissociation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the delta cer head 12/14 32mm +5 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4) 2) date of manufacture: 27-feb-2021 3) any anomalies or deviations identified in DHR: none 4) expiry date: 31-jan-2026 5) IFU reference: (B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) lot number, and no non-conformances nor manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device (B)(4) lot number, and no non-conformances nor manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "about a week ago patient reported their total hip replacement begun to squeak loudly after leaning over to tie their shoelaces 4 years post op (primary op date was [removed]. [Surgeon] did a consult with the patient on [date] and ordered an xray of patients hip. Xray showed that the femoral head was eccentric inside the cup and the patient was ordered for an emergency revision procedure on [date]. The plan was to exchange the insitu acetabular liner and femoral head and replace with new acetabular liner and femoral head. Revision procedure was completed without any complications. The acetabular liner and femoral head that were removed showed signs of significant wear/friction. Removed components are available for return". ¿the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo/x-ray investigation revealed the device with metal transfer on their convex area and signs of being implanted for a long period of time. Furthermore, in the x-ray evidence, the head was found not centered at the implantation site, confirming a disassociation between the liner and the cup. Metal transfer is an indicative of the device coming in contact with the cup as a consequence of a dissociation between the altrx neut 32idx50od (liner) and the unknown hip acetabular cup (cup). It is important to mention that the metal transfer is not considered a device non-conformance. Furthermore, audible sound can be confirmed, as well, as condition can happen subsequently to the dissociation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the delta cer head 12/14 32mm +5 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: 20. 2) date of manufacture: 27-feb-2021. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 31-jan-2026. 5) IFU reference: IFU-090200701. A manufacturing record evaluation was performed for the finished device 9712217 lot number, and no non-conformances nor manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device 9712217 lot number, and no non-conformances nor manufacturing irregularities were identified. H11 additional narrative: corrected: h4.